Event description:
It was reported that during an acoma aneurysm procedure, the physician used the subject guidewire guidewire in conjunction with an sl10 stent microcatheter to attempt super selective cannulation of the aca (anterior communicating artery). At this point, the physician noticed that the tip of the subject guidewire was immobile and could not be rotated into the aca. After observing from multiple angles, the physician determined that the tip of the subject guidewire had fractured. Consequently, the sl10 microcatheter and the subject guidewire were synchronously withdrawn from the body, and the fractured guidewire was removed. Subsequently, the new guidewire and the stent were used along with sl10 and xt17 microcatheters to complete the procedure without any clinical consequences to the patient.